Event description:
It was reported to tyco healthcare/kendall on january 17, 2007 that a customer had a problem with a foley catheter. The customer stated on the 14th day of use, the catheter was torn in two. A cystoscope was used to remove the remaining piece from the pt's body.

Manufacturer narrative:
An investigation is currently underway. Upon its completion, a follow-up report will be submitted.